Manufacturer narrative:
The customer contacted customer care reporting inaccurate glucose readings. The customer had been calibrating correctly and was not undergoing any medical treatments that could affect the readings. However, significant discrepancies were noted between sensor glucose (sg) and blood glucose (bg) values, such as sg 100 mm/dl and bg 184 mm/dl.the customer was educated about potential causes for these differences, including the lag between bg and interstitial fluid readings. The issue seemed resolved after this explanation, and the customer was advised to perform an additional calibration mid-week to improve accuracy.later that day, the customer reported continued misreadings, particularly at night, and requested a deeper review of the case. On (B)(6), the next level support staff reviewed the system and found no indication of an issue, attributing the differences to lag and calibrations during rapid glucose changes. The customer was advised to continue using the system and calibrate when glucose levels were stable. B4.date of this report 28 april 2025. D1 and d2 updated. D4.updated additional device information. G3.date received by the manufacturer? 11 april 2025. H3. Device evaluated by manufacturer? Yes. H4.device manufacturing date updated to 12 august 2024. H6. Component code updated to 3141. H6. Type of investigation updated to 4112.

Manufacturer narrative:
The manufacturer provided an explanation of the issue to the user. No further investigation was found necessary for this complaint.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. The customer was educated on the lag between cgm and bgm readings and advised enter any additional calibrations requested by the system. No injury or medical intervention was reported